Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump failed. The patient did not know the date it failed because he has been in and out of surgery a half a dozen times since then. It was 12-13 years ago. The pump was replaced. The patient was injured in the 80s. In 1995 they put screws and rods at 3 levels and fused lumbar 3, 4 and 5. In 1997, he was still having considerable pain and they thought the screws and rods were touching a nerve, so they removed the hardware, and everything healed. They were trying to straighten out his back. The patient had seen his lumbar on fluoroscope and he does not have a lumbar spine. No further complications were reported.